Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not recognize the electromagnetic interface box. It was reported that the unit would power on then stop working after a few seconds. A second interface box was tested on the navigation system and it functioned as designed when utilizing the same cabling as the suspect interface box. It was noted there were loose connectors on the suspect interface box. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The axiem box was replaced and the issue resolved. A complete system checkout was performed after part replacement and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.